Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009681, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009681 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 17/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01558 was manufactured according to the (wi) version 42 and manufactured on the machines mp04, mp05 & mp08, on 16/oct/2024, with a total of (B)(4) units. Device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced an infusion set detachment event on 14-may-2025 from quick release. Infusion set was used for one day. The site was inserted at right side of abdomen. Blood glucose level was high at the time of the event. Therefore, patient took insulin pump for the treatment. No further information was available.